Manufacturer narrative:
The 510 (k) # is k082590.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on with strip insertion or pressing buttons. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
Following a regular eus, the physician proceeded with a fna (biopsy) of the gist with a 19 gauge procedure needle. Only one pass was necessary (with 3-4 needle movements). No abnormality was noted at the puncture site and the procedure was considered a success. Two days later (oct 23), the pt was admitted to the hosp suffering of heavy bleeding that was determined to be originating from the needle's puncture site. Blood transfusions were needed, and pt was transferred to the ICU. The pt did require additional procedures due to this occurrence: it is unk if the product caused the additional procedures which included two endoscopies (hepi injection/clipping). There were adverse effects on the pt due to this occurrence.: the pt was intubated and admitted to the ICU for monitoring following the diagnosed hemorrhage. The pt has been released from hosp and has been sent home.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/30/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.